Event description:
The patient called lfs and alleged that their meter was missing segments. The patient stated that they were unable to read the results while attempting to test. The patient contacted their physician and was told to go to the clinic to test their blood sugar. They took 1 glypizide before leaving for the clinic. Their blood sugar result on the physician's meter was 139 mg/dl. No treatment was reported at the clinic. Based on the information provided, the meter did malfunction. However the patient did not allege any harm or injury. The meter has been replaced for the patient. No further information has been reported.